Manufacturer narrative:
H10 ? Device evaluation results: one level 1 hotline low flow system (hl-90) was returned for investigation in used but good condition. The investigator filled the tank with water, attached a temperature check fixture, plugged in the line cord, and turned on the power switch. The customer reported product problem ("disposable missing" alarm) was reproduced during functional testing. The product problem occurred due to a faulty micro switch. The micro switch had not recognized the inserted disposable. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The fault with the micro switch was attributed to the user. User interface was established as the root cause. The faulty micro switch, along with the tank cover, and tank gasket were replaced. The device then passed all the functional tests.

Manufacturer narrative:
Customer facility phone number: (B)(6). Device evaluation in progress.

Event description:
It was reported that the level 1 hotline low flow system (hl-90) did not pass the functional test. When the infusion system was inserted, the following alarm message was displayed: disposable missing. This was continuously displayed on the screen. There was no patient involvement.